Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery malfunction was verified. The alleged wake button malfunction was verified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. In addition, a button alarm occurred. Customer stated they don't believe the button was being pressed down to trigger the alarms. The customer's blood glucose level was 140 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.